Event description:
The customer reported the left monitor appears to be displaying a subtraction image and other problems with the fluoro image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B)(4).